Event description:
It was reported that the lead was removed due to high pacing threshold. During lead revision the lead would not extend or retract. Therefore, the lead was replaced.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.